Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer was thirsty due to high blood glucose level. Customer was on manual injection to treat high blood glucose level. Customer did not feel okay to troubleshoot for high blood glucose level. Customer reported that cannula was bent. Customer reported that they already had contacted to their health care professional. The insulin pump will not be returned for analysis.